Event description:
A patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion/cardiac tamponade which was treated with drainage. It was reported that at the end of the procedure using thermocool smarttouch sf catheter, pericardial effusion was observed on echocardiography and cardiac tamponade was confirmed. Drainage was performed and the procedure was completed. No extension of hospitalization. The patient did not require cardiac surgery. Additional information was later received indicating the adverse event was discovered during use of the bwi product. The patient outcome from the adverse event was reported as improved. Patient has a history of cardiac tamponade. Only one catheter was used. Prior to noting the pericardial effusion ablation had already performed. The physician¿s opinion on the cause of this adverse event was that since the patient experienced a second episode of cardiac tamponade; there is a possibility that it was patient related. No transseptal puncture was reported. There was no evidence of steam pop.. The flow setting for irrigated catheter used was 8-15ml/min, pre: 0sec, and post: 0 sec. No error messages observed on biosense webster equipment during the procedure. Th force visualization features used were cf, vector, and visitag. The visitag module parameters for stability used were range: 3mm, time: 3sec, fot: 25%3g, and tag size: 3mm. No additional filter with the visitag. Visitag coloring setting was tag index. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31632428l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).